Manufacturer narrative:
Beckman coulter quality assurance (qa) followed up on 09may2025 and confirmed that the customer repeated the sample and obtained normal result while the patient was admitted to the hospital. Therefore, no treatment was provided based on the erroneous result and no injury occurred to the patient. Beckman coulter customer technical support (cts) recommended the customer to perform troubleshooting including inspecting and flushing the probes and inspecting photometer lamp usage hours and confirming calibrator lot settings. The customer did not call back for any further issues. The probable cause is unknown. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high patient results for crea (creatinine) from their dxc 700 au chemistry analyzer. The customer stated that one patient was admitted to the hospital based on the false high creatinine result. The patient sample was retested with results considered normal; therefore, there was no report of change to treatment, injury, or death associated with event. The customer did not provide patient or demographics. The customer provided data for two (2) patient samples.